Event description:
While inserting PICC line, the user was unable to advance catheter fully. Since unable to advance, was in process of removing catheter. Catheter cut at 38cm. Able to remove 32cm and resistance was met, but was unable to flush catheter. Attempted to reposition arm but still unable to remove. X-ray done to check position of catheter, appears to be knot in catheter just underneath skin. Vascular surgeon took patient to or to remove.md felt product was not defective. It was hypothesized that the wire/catheter circled back on itself into a knot, making removal difficult.